Manufacturer narrative:
Per tandem's pump user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 300 units of insulin during the load sequence. Insulin was added to the cartridge and the cartridge was reloaded to resolve the issue. Additionally, the customer experienced resistance when filling the cartridge, however, the customer believed the resistance was due to overfilling the cartridge. The customer continued to use the cartridge. Customer¿s blood glucose level was 151 mg/dl.